Event description:
During routine testing, the user found that the unit would not power up. The user replaced the power supply board which was reported as having been burned. The unit still did not work. There was no pt harm involved. The defib board (598234) was found to have contamination which most likely originated from the power supply board. The original power supply board was not available for analysis. No conclusions can be drawn as to the cause of the power supply failure. The event is not occurring more frequently or with greater severity than is usual for the device.